Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, corrosion was found on the keypad traces. No button error alarm was noted. The insulin pump was received with cracked display window corners and battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. She stated that she had been exercising when she heard the alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.